Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed his third operation to take out the second screw that broke in the patient. We previously took out the first screw that broke and now 4 weeks later the second screw at the same level has broken. We had to insert a new screw in the place of the broken one. We put on new caps as well. We have had 2 screws break in the same patient on two separate occasions putting the patient through more surgery.

Manufacturer narrative:
(B)(4). One (1) expedium si 5.5 top loading shank 7x40mm polyaxial screw [product code: 1797-12-740, lot no: athbop] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the sample broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. Sample was then sent to michael toto, a senior research engineer for fracture analysis. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw breaking postoperatively cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.